Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant." Review of manufacturer's database revealed the lead was explanted and replaced three months prior to patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Evaluation summary (B)(4) proximal conductor fractured, distal conductor distorted and blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer tubing overlay cosmetic esc, outer insulation cosmetic depression, blood in/on helix/lobe mechanism. Full lead in segments returned and analyzed.